Manufacturer narrative:
Evaluation results: root cause is undetermined. Evaluation conclusion: root cause is undetermined. Conclusion not yet available: evaluation in progress. (B)(4).

Event description:
The physician was attempting to treat the right mid fistula using in.pact pacific drug eluting balloon. The lesion was reported to be moderately calcified with 60% stenosis. The device was removed from the packaging per IFU, inspected and prepped with no issues noted. It was reported that during the procedure, inflation difficulties were noted during inflation of the balloon. An inflation pressure of 7atm was applied to the balloon but it only partially inflated (knot was visible in the middle of the balloon). No further treatment was applied to the patient. Patient status was reported to be ok after procedure. No patient injury or other clinical sequelae were reported for this event. ¿please note that this device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.¿

Manufacturer narrative:
The root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion.

Manufacturer narrative:
Device evaluation: the visual inspection carried out on the device showed the balloon slightly twisted in the distal part. The tactile inspection did not report any pressure marks, kinks or other abnormalities on the device. A guidewire 0.018" was easily advanced throughout all device length, no resistance encountered. Negative pressure was applied on the balloon through a manometer syringe, the test passed because no bubbles came out to the syringe. Afterwards the balloon was inflated sequentially at: - 1 bar the balloon kept showing several wrinkles in the twisted point found during the visual inspection. It was possible to note a deformation in the balloon profile. - 2 bar the balloon kept showing several wrinkles in the twisted point found during the visual inspection. It was possible to note a deformation in the balloon profile. - 7 bar the balloon is fully inflated, at this pressure the wrinkles are not visible. The balloon was then completely deflated; wrinkles reappeared in the twisted point. The balloon profiles are in accordance with product specifications. Image review: the angiographic image shows the balloon not fully inflated. The device is twisted in the distal part ("candy wrap" effect.)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.